Manufacturer narrative:
Information contained in this report was previously submitted through asr. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The physician reported left side device replacement due to malposition and capsular contracture baker grade unknown. Device has been explanted.